Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a knee arthroscopy, the alligator grasper's top jaw broke off as the surgeon was trying to retrieve a lose body from the joint. There was a backup device available. No significant delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
D4: information updated. H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided images found two images showing the separated jaw of the device laying next to the rest of the front end assembly. A third image was zoomed in on the product identification information, confirming the part number as 011020 and the device name as 2.7mm alligator grasper. A visual inspection of the device found that it was returned outside of its original packaging. The laser etching on the side is worn from use, and confirms the part number as 011020 and the device name as 2.7mm alligator grasper. The top jaw was not returned with the rest of the device. The actuator is still connected to the hinge where the top jaw was, but the metal is fractured. The complaint was confirmed. Factors that could have contributed to the reported event, include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Internal complaint reference: (B)(4).